Event description:
Customer reported both monitors went blank, the system sounded like it was producing x-rays, but no image was displayed on either monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and was unable to duplicate the malfunction. Adjusted 5vdc mainframe from 4.97 to 5.05. Reloaded system software. System fluoros satisfactorily at this time without black screens and continuous beeping. System operates as intended.